Event description:
Information was received from multiple sources (Manufacturer Representative, Healthcare Provider) regarding a patient who was receiv ing Unknown Drug via an implantable pump for non-malignant pain. It was reported that a catheter revision was performed due to no Cerebrospinal fluid flow. After catheter was replaced Cerebrospinal fluid flow noted and dosing decreased 50% per provider. The new catheter resolved the issue.

Manufacturer narrative:
Section D references the main component of the system. Other medical products in use during the event include: Brand Name INDURA; Product ID 8711 (Serial: (b)(6)); Product Type: 0184-CATHETER; Implant Date (b)(6) 2007; Explant Date (b)(6) 2026 Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.